Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
The customer reported via phone call that piece of the reservoir compartment lip was missing. The customer reported that the reservoir compartment could not hold the reservoir. The customer's blood glucose was 9 mmol/l at the time of incident. The customer stated that they could have over tightened the reservoir. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with cracked battery tube threads and a partially broken off reservoir tube lip. The test reservoir was able to lock/click in place.